Event description:
Discordant, falsely elevated glucose and calcium results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated for glucose on another dimension vista 500 instrument and resulted lower. A new sample was obtained from the patient and repeated for calcium on another dimension vista 1500 instrument and resulted lower. The corrected results for glucose and calcium were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant glucose and calcium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data, and found that the outer coating on the aliquot probe was compromised. The fse replaced and aligned the aliquot probe. The cause of the discordant glucose and calcium results is a probe malfunction. The instrument is performing within specifications. No further evaluation of the device is required.